Event description:
It was reported that the patient staples fell out while sleeping and the incision pocket was open and infected. The patient was sent to the emergency room and the issue was ongoing. No device will be returned. Additional information was received that the patient was placed on antibiotics and underwent an ipg explant procedure. The explanted ipg will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient staples fell out while sleeping and the incision pocket was opened and infected. The patient was sent to the emergency room and the issue was ongoing. No device will be returned.